Event description:
It was reported that the lead exhibited high impedance during implant. The lead was not used and a new lead was implanted.

Manufacturer narrative:
Final analysis found normal device characteristics.